Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had experienced a high blood glucose (bg) level and thought that it was due to the pump. The contact could not recall if the pump declared any alerts or alarms. A correction via the pump and insulin injections were used to address the bg level. The customer was hospitalized and treated with an intravenous drip. The customer was discharged two days later. Although requested, the contact could not recall any further details about the event.